Event description:
An ultraflex esophageal stent was used during a stenting procedure for an esophageal stricture in an adult patient in 2007. According to the complainant, resistance was encountered during insertion of the delivery system. The physician "withdrew the stent out of the patient... [And] found that the dista[l] end of the stent had been released a little bit..." The physician completed the procedure with a difference device (product and manufacturer unk). Reportedly, the patient was "stable following the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been completed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. In addition to the device evaluation, a device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.